Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra 2 meter displayed inaccurately high results compared to his feelings/normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter issue began on (B)(6) 2016 20:00. The patient reportedly obtained an alleged inaccurately high blood glucose result of 9.8mmol/l at 10:00 and 8.5mmol/l at 19:00. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (no adjustments). He claimed that 1 hour after the start of the alleged issue; he developed symptoms of ¿palpitations, headache and the urge to urinate¿. The patient reported that shortly after 20:00 he self-treated with food and /or drink. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. However the csr also confirmed that the patient¿s test strips had expired 05/2016. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.